Manufacturer narrative:
The pump was returned and passed all testing in the laboratory and no anomalies were identified. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the failed dye study was unknown. It was reported that the catheter was disposed of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 03-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ( 10mg/ml at 2 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was not getting the expected therapeutic benefit and a failed dye study was performed. The pump and catheter were replaced during which the catheter was deemed patent. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.